Event description:
A customer reported via webform that a sensor error message was received with the adc device. The customer indicated that due to this, the customer became hypoglycemic and experienced symptoms described as "cravings, slight panic", and shaking. The customer was provided either juice, sugar, and/or food by a non-healthcare professional for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Data was extracted using approved software, and extraction was successful, and abnormalities were observed with the sensors data. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that a sensor error message was received with the adc device. The customer indicated that due to this, the customer became hypoglycemic and experienced symptoms described as "cravings, slight panic", and shaking. The customer was provided either juice, sugar, and/or food by a non-healthcare professional for treatment. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported via webform that a sensor error message was received with the adc device. The customer indicated that due to this, the customer became hypoglycemic and experienced symptoms described as "cravings, slight panic", and shaking. The customer was provided either juice, sugar, and/or food by a non-healthcare professional for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was extracted using approved software, sensor was found to be in state 8 indicating, (error termination). Sensor data was analyzed and no abnormalities were observed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.this report serves as a correction to mfg report 2954323-2022-40680. Section h10 (addtl mfg narrative) have been updated to include correct investigation findings.